Event description:
Breakage of connection s-rom noiles femur to sleeve. Initial surgery ~ 2009. Revision planned in (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: UDI unavailable. Followup with the complainant has been conducted for the catalog number and lot number, and the information is not available.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation is ongoing. Depuy synthes will notify the FDA of the results of the investigation upon its completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted devices confirmed the femoral component had fractured, with the proximal portion still connected to the femoral sleeve. The stem of the femoral component fractured due to low stress, high cycle fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. Device history records were reviewed and no related anomalies or deviations were noted. The investigation could not identify the root cause of the low stress/high cycle fatigue with the information provided. It was not possible to determine the relationship of the device to the reported event with the information received. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).